Event description:
An attempt was made to use the amphirion deep pta balloon catheter to treat a diffuse lesion located in the anterior tibial and posterior tibial artery which exhibited 80% stenosis and calcification. No abnormalities were noted during preparation of the relevant device and inspection prior to use; however, it was reported that the physician encountered little resistance at the time of balloon insertion, strong friction with the guide wire and mild friction with the guide catheter. It was also reported that the balloon of the amphirion deep device ruptured on first inflation at 6atms. Another amphirion deep was successfully used to complete the procedure. No health hazard was caused to the pt. No clinical sequelae were reported.

Manufacturer narrative:
(B)(4): eval, results and conclusion: 80% stenosis, calcification. Eval summary: the balloon has a 50mm longitudinal cut.